Event description:
A healthcare professional reported an alleged overdischarge. The caller reported that the patient's battery was broken and would not hold a charge. The patient had not recharged since 2013 and indicated they jumpstarted it once, but about a month a later it died again. No patient symptoms were reported. The patient was admitted to the hospital for unrelated issues. The indication for implant was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.